Event description:
Noticed during routine three month evaluation that the ventricular lead had a very high threshold. A new ventricular lead was placed on 1/13/97. Pt was discharged 1/14/97. Sometime after discharge on 1/14/97, pt expired. The cause of death is unknown at this time.